Event description:
It was reported that the device was overheating during a case at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that the device was overheating during a case at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
D9: the device was not returned for evaluation; therefore, a root cause could not be determined for the event.